Event description:
Consumer when she used them, a few of the bristles fall out. Every day more fall out. Update: (B)(6) 2018 the bristles came out the first time they were used. Her husband also used one from the package and his bristles also came out but it was after using a couple times.